Manufacturer narrative:
Twelve unused, rep units were received for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The tubing disconnected during use.